Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of low voltage alarms, a liquid crystal display (lcd) fault, and a backup battery fault were able to be confirmed by review of the submitted log file. The log file contained approximately 47 days of information (B)(6) 2025 per timestamp). Occasionally throughout the data, abnormal low voltage advisory alarms were observed. These alarms activated due to the relative state of charge (rsoc) of either power cable briefly fluctuating below the designed alarm threshold. At 15:44:00 on (B)(6) 2025, a yellow wrench advisory alarm was observed due to an lcd fault. This alarm appeared to resolve on its own sometime before the next recorded event at 17:22:40 on (B)(6) 2025. A brief backup battery fault flag was also noted at 12:25:10 on (B)(6) 2025; this fault did not persist long enough to activate an audible alarm, and the fault cleared sometime before the next recorded event at 12:25:28 on (B)(6) 2025. The observed alarms did not impact operation of the pump, and the pump maintained a speed within the expected range throughout the data. The exchanged heartmate ii system controller (serial number: (B)(6) was not returned to abbott for analysis. The root causes of the observed alarms cannot be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii instructions for use (rev. C, section 3 entitled ¿powering the system¿) and heartmate ii patient handbook (rev. C, section 3 entitled ¿powering the system¿) address how to properly change between power sources. The heartmate ii patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including low voltage, backup battery fault, and yellow wrench alarms. Heartmate ii instructions for use (rev. C) section 8 - ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 - ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been having low voltage advisories. The patient's batteries had been fully charged and the battery clips were replaced in case they were the issue but the low voltages continued after. It was asked whether or not the system controller should be exchanged. The log files were reviewed and captured a yellow wrench alarm on (B)(6) 2025 due to an liquid crystal display (lcd) fault event which self corrected. On (B)(6) 2025 an emergency backup battery (ebb) fault occurred which also self corrected. There was no action needed on these two alarms. The 7 power save mode events were associated with low battery conditions. The low-speed advisories were due to the set speed being briefly below the low-speed limit. Some of the relative state of charge (rsoc) values were questionable at times. The causes of the alarms were not identified. The batteries were calibrated and new battery clips were provided. A system controller exchange was performed resolving the event.